Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt seen in the emergency room of a non-implanting hospital with abdominal pain. The pt sent back home and during the night, he returned with a red heart alarm. The pt was transported to the hospital, but had expired upon arrival.